Event description:
It was reported that a motor stall and recovery were confirmed in event logs (stall occurred on (B)(6) 2014, tube set on (B)(6) 2014, and recovered on (B)(6) 2014 at 10:46 hours). The cause of the motor stall was unknown. The reporter denied the use of an MRI or exposure to magnets. The patient experienced weakness, not sleeping, not feeling right, and being edgy. The dosage was then dropped by 50% (4.25mg/day), because the motor stall had yet to recover at that time. The patient was also given oral medication and a patch. Once the motor stall recovered, the dosage was then adjusted back up to 8.5mg/day. The last refill was performed on (B)(6) 2014. The plan was to see the patient on (B)(6) 2014 and the pump was to be replaced. It was patient was seen on (B)(6) 2014 and as of (B)(6) 2014, the pump was still working. The patient went to the emergency room (ER) the night of (B)(6) 2014 and the patient was given a 50mg fentanyl patch and subcutaneous morphine to help with the pain he was experiencing. A review of the event logs determined that another motor stall occurred on (B)(6) 2014 and had not recovered. The patient was in withdrawal and ¿massive pain.¿ the patient was sent home and supplemented with oral medication. It was later reported that the pump was to be replaced on (B)(6) 2014. The healthcare provider (hcp) reportedly elected to take the old drug from the pump and place it in the new one. The daily dose was decreased at the discretion of the hcp. The pump was used to deliver fentanyl, clonidine, marcaine, and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the motor stall recovered for one to two weeks and then stalled again. It was unknown if there were more than one stall noted in the event logs. The cause of the motor stall remained unknown. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n131573, implanted: (B)(6) 2009, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).